Manufacturer narrative:
Suspect medical device: unspecified tornado platinum embolization coil or microcoil. Implant date: device implanted on or about (B)(6) 2017. Explant date: device explanted - on or about (B)(6) 2017. Occupation: unknown. PMA/510(k) #: pre-amendment (B)(4). A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, "in 2017, (patient) suffered from deep pelvic pain and abdominal bloating. No flank pain was noted at this time." Patient elected to have a varicocele embolization procedure of the gonadal vein during which several (10) cook nester and tornado embolization coils were implanted on (B)(6) 2017. Report states the patient "experienced a litany of health issues until she had the coils removed, including: extreme left flank and kidney pain; bilateral pelvic pain; neurological spells; numbness and tingling of the left leg and arm; weakness of leg arm; and tia (transient ischemic attack) on or about (B)(6) 2017 headrick had the coils removed due to the symptoms noted above. After the coils were removed, (the patient) began to feel relief." No other adverse effects were reported. Additional information is unavailable at this time. (B)(6).

Event description:
No additional patient or event information has been received since the last report was submitted on 09sep2019.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. A review of the complaint history, instructions for use, manufacturing instructions, quality control, specifications, and documentation of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was conducted. Cook has concluded that sufficient inspection activities are in place to prevent this failure mode prior to distribution. The risks associated with these devices are also acceptable when weighed against the benefits. Due to lack of lot information a review of the device history record could not be performed. A review of the design history file showed that biocompatibility testing of tornado coils has been completed as described in iso standards. A review of brochures, product information, device listings and a case study review found the coils are described as being manufactured with platinum or soft platinum, but none specify the coils are made of 100% platinum. The product instructions for use (IFU) states the following: instructions for use: "perform final angiogram to confirm coil position within target vessel." Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
B5: it was reported that on (B)(6) 2017, a 35 year old female patient with pelvic congestion syndrome underwent the procedure(s) of ultrasound guided right common femoral vein access, left renal artery venogram, right gonadal venogram, and left gonadal venogram. The operator reported giving the findings concerning left renal vein compression. The operator reported that given that the etiology of the patients symptoms was from her left renal vein compression, the procedure was terminated to have further treatment discussions with the patient. The operator reports the patient tolerated procedure well and without any immediate evidence of post procedural complications. No adverse events were reported for this procedure. It was reported that on (B)(6) 2017, the female patient had continued noncyclical pelvic pain and dilated ovarian and periuterine veins. The operator reports the decision was made to perform ovarian vein embolization for treatment of the pelvic pain. The operator reported that informed consent was obtained for the procedure (s) of ultrasound guided right common femoral vein access, left renal venogram, left renal vein/inferior vena cava pressure measurements, left ovarian venogram, sclerosis of the left periuterine varices, lower ovarian vein, and coil and plug embolization of the left ovarian vein. The operator reports the procedure(s) were performed under continuous ultrasound guidance. The operator reports utilizing a micropuncture technique. A .018 introducer wire and transition sheath allowed placement of an 8 french "rdc" sheath into the vein. The operator reports a 5 french 125cm angled catheter was advanced and used to select left renal vein. Once in the vein, operator reported performing angiogram and pressure measurements. A regular angled glidewire was used to position the angled catheter distally within the lower ovarian vein. The operator reports exchanging the catheter for a "python" ballon occlusion which was inflated and ovarian venogram was performed. A 3:2:1 foamed solution of air, 3% sodium tetradecyl sulfate foam, and lipiodol in a 9ml, 6ml, 3ml ratio was created and infused during balloon occlusion into periuteral veins. The balloon was inflated for 15 minutes, then deflated showing no significant washout of lipiodol. At this point, the operator reports a 10mm "avp2" plug was deployed in the lower ovarian vein, followed by a tornado coil and nine 10mm nester coils. A final 10mm "avp2" plug was deployed approximately 2 cm away from the origin of the left ovarian vein. The operator reported that a repeat venogram in the left renal vein showed "no flow down the ovarian vein and good flow into the inferior vena cava." Pressure measurements were obtained. The sheath was removed and pressure to site applied. The operator reported that the patient tolerated the procedure well. No adverse harm events were noted during procedure. On (B)(6) 2017, it was reported that the female patient had diagnosis of nutcracker kidney and loin pain. The patient was reported to have a procedure(s) of an open left nephrectomy (3 arteries, 1 vein), complex backtable preparation of left renal autograft- pantsed 2 superior arteries, transplant of left renal autograft into right iliac fossa, and placement of a ureteral stent. During this procedure, pathology specimen of gonadal vein was sent for review. The pathologist noted "gray metallic coiled stent and rubbery ring at each end within the vessel specimen. No adverse effects were reported during this procedure. D11: concomitant medical products: .018 introducer wire, transition sheath, 8fr rdc, 5fr 125cm angled catheter, regular angled glidewire, python balloon, 10mm avp2 plug, nine 10mm nester coils, 3% sodium tetradecyl sulfate foam and lipiodol. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.